Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level and was in diabetic ketoacidosis. The customer was unable to recall the exact bg level. The customer reported that the pump had not delivered insulin overnight and believed this to be the suspected cause. Pump data revealed that multiple boluses were requested and successfully completed on the date of the event. No issues were identified with the pump or supplies. The customer delivered a corrective bolus and administered a manual injection in an attempt to resolve the elevated bg. The customer was subsequently hospitalized. Insulin drip, intravenous fluids, and potassium were administered. Reportedly, the customer was discharged on (B)(6) 2017.